Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the pedal cable were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message outside of a procedure. No pt injury was reported.